Manufacturer narrative:
G4: 20jan2020. B4: (B)(6). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse adjusted the vibration-proof ring and the noise was resolved. After this repair, performance verification testing was performed. Not additional abnormalities were confirmed. Patient information was not disclosed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
The customer reported a ventilator with an unknown noise. This event was reported as having occurred during clinical use. There was no allegation of harm associated with this event.